Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos), and increased sensing integrity counter (sic). It was noted the patient had small r-waves and that may be contributing to the twos. The lead remains in use. No patient complications have been reported as a result of this event.